Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Using improper disconnect procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. In this guide, users are instructed on the proper way to disconnect from the device during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during initial drain. The hp disconnected from the setup to use the restroom without using proper disconnect procedures. The technical service representative (tsr) explained that the supplies are compromised and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.